Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A trifecta valve (unknown model/sn) implanted at an unknown point in time had evidence of an unspecified failure and the patient underwent a tavi procedure. An edwards sapien valve (size unknown) was performed within the trifecta. During the tavi procedure, stent protection was utilized to reduce potential coronary blockage. The procedure was uneventful and the ca protection was removed with no evidence of coronary impact. Following the procedure, in recovery, the patient went into cardiac arrest and died. Additional information was requested from the hospital but not made available.

Event description:
A trifecta valve (unknown model/sn) implanted at an unknown point in time had evidence of an unspecified failure and the patient underwent a tavi procedure. An edwards sapien valve (size unknown) was performed within the trifecta. During the tavi procedure, stent protection was utilized to reduce potential coronary blockage. The procedure was uneventful and the ca protection was removed with no evidence of coronary impact. Following the procedure, in recovery, the patient went into cardiac arrest and died. Additional information has been requested.